Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. Evaluation sent device to flow lines for downstream occlusion testing on high and low and it passed. A review of event history log revealed downstream occlusions messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor was out of specification. Force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.